Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely during a routine follow up. The remaining estimated longevity decreased to 1 year over the course of 9 months after implantation. A replacement procedure was scheduled. This device was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported premature battery depletion (pbd). At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely during a routine follow up. The estimated remaining longevity decreased to 1 year over the course of 9 months after implantation. A replacement procedure was scheduled. This device was replaced and returned for analysis. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The remaining estimated longevity decreased to 1 year. The timeframe in which the estimated longevity change was observed has not been specified. A request was made to have data from this device analyzed. Data analysis has not been completed at this time. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.